Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing appeared to be "melted with lumps". A new cartridge was successfully loaded to address the event and insulin delivery was resumed. There was no impact to the customer's blood glucose level.